Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on an unknown date. The cause of death was pancreatic cancer. The caller stated that the customer had high blood glucose that may have led to the customer's passing. The customer¿s blood glucose was 600 mg/dl at the time of hospitalization. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller declined to return the insulin pump for analysis or to provide further information.